Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided, it is not possible determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: brief inquiry description b)(6) received noticed from vp of patient care services that the cvor reported frequent ail alarms with space pump during a case. Detailed inquiry description cvor reporting incessent ail alarms in during surgical case. No injury reported.